Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, where the customer did not prime before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly connecting the solution bags and priming the disposable set and instructs the user to verify that the patient line is properly primed. The guide warns the user to make sure the solution bags are connected to the proper lines on the organizer. The section also warns the user to use aseptic technique to reduce the chance of infection: any time you handle fluid lines and solution bags. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) indicated that they had connected before the proper set up and priming; the hp had one of the bags connected to an incorrect line. The technical service representative assisted the hp to end therapy. There was no patient injury or adverse event associated with this report. No additional information is available.